Event description:
Reporter indicated that a handheld computer was constantly freezing during interrogations. A new computer was shipped to the site. Good faith attempts for the return of the handheld computer and flashcard have been unsuccessful to date.